Event description:
In 2003 an incident event was reported to addition technology. This event involved the removal of intacs prescription inserts from a patient (age unknown) due to corneal melt. A description of this event is provided below: in 2002, the patient had bilateral lasik procedures performed, to correct their myopia. The patient remained undercorrected in their right eye following the lasik procedure. The surgeon elected to not perform a lasik enhancement procedure for the patient's right eye as there would not be enough corneal tissue remaining after the enhancement procedure for a safe outcome. In 2003, dr. Elected to implant intacs inserts in the patient's right eye to provide further correction. This is a bioptic procedure (combined treatment using lasik and intacs inserts) which is not approved by the FDA for use with intacs inserts. Nine months later (exact date unknown) the patient was seen by the surgeon's co-manager. This physician reported that the patient presented with a change in vision from 20/20 to 20/60, light sensitivity and an irritated, red eye. He referred the patient back to the original surgeon. In 2003, the pt was seen by the original dr. Original dr reported that the patient presented with an area of corneal melt from approximately 3:30 to 5:30 and immediately removed the intacs inserts. One week later, the co-managing physician saw the patient and reported that the patient was stable with no sequelae as a result of the removal.